Manufacturer narrative:
It was reported that the luer lock from trifuse extension broke off patient's IV leaving the IV open and patient not receiving medication. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: unknown batch #: unknown. It was reported that the luer lock from trifuse extension broke off patient's IV leaving the IV open and patient not receiving medication. Verbatim: icare: 322014. Leur lock from trifuse extension broke off patient's IV leaving the IV open and patient not receiving medication. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 21-04-2024. 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? During use. 4. Was there any patient involvement? Yes. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 6. What was the patient outcome? Unknown. 7. Was there any delay of, or change in, the course of treatment due to this event? No. 8. What procedure was being performed? Infusion of IV fluid/medication. 9. What medication was used in the procedure? Unknown. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Unsure at this time. If so, please send to address below. Note: no further information available.